Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that venous cannula was disconnected during procedure. The patient has been in palliative care under biventricular support since 23/11. On 24/11, the cannula initially placed in the right femoral was replaced by a cannula placed in the left femoral due to suspected nerve compression by the first cannula. On 29/11, accidental venous decannulation occurred with hemorrhagic shock and air entrainment in the circuit. The venous cannula was fixed with only one suture point. The removable fixation device provided with the cannula is rarely used as it is deemed insufficient. Patient died during treatment. An analysis meeting was organized by the related department of hospital. It was decided that the cannula fixation protocol will be drafted by surgeons, and the monitoring procedures will be detailed by paramedical professionals. Complaint #(B)(4).

Manufacturer narrative:
It was reported that venous cannula was disconnected during procedure. The patient has been in palliative care under biventricular support since 23/11. On 24/11, the cannula initially placed in the right femoral was replaced by a cannula placed in the left femoral due to suspected nerve compression by the first cannula. On 29/11, accidental venous decannulation occurred with hemorrhagic shock and air entrainment in the circuit. The venous cannula was fixed with only one suture point. The removable fixation device provided with the cannula is rarely used as it is deemed insufficient. Patient has expired due to adverse event. Sample investigation could not be performed since the product was discarded by customer. More information has been requested from customer by medical affairs in order to investigate the issue, however it was reported by getinge sales & service representative that the customer is not able to provide further information. Medical review has been performed on 2025-02-26. The described decannulation of the hls cannula (explained as accidental) resulted in haemorrhagic shock which likely contributed to the expiration of the patient. It was reported in the complaint that the venous cannula was fixed with a single stitch and that the fixation device provided with the cannula was not used as it is deemed insufficient. The instruction for use of the hls cannula that was placed on the patient explains the following regarding warnings and precautions. IFU, hls cannulae, g-139, v05 5.3 safety instructions for cannulae -if the patient is repositioned or transported, there is a risk of decannulation caused by strain on the tubing and mechanical damage. The greatest care should therefore be exercised when carrying out these measures. -ensure that there is no strain on the cannula. -avoid subjecting the cannula to mechanical loads. IFU, hls cannulae, g-139, v05 7 application -perform a careful visual inspection of the device before use. In particular, ensure there is no damage to the material, cracks, burrs or fissures. Caution! Attach the cannula securely to the vessel or surrounding tissue to prevent accidental dislocation during the extracorporeal circulation. Caution! If a suture is directly looped around the wire-reinforced section, the cannula can be cut into, kinked or damaged. Secure the cannula around the rigid barbed connectors in such a way as to ensure that it is not kinked at the insertion site. -attach the cannula securely to the vessel. For this purpose, use the removable skin attachment accessory supplied or else a slit at the end of the cannula for the suture material. The removable skin attachment accessory has holes to take the suture material. Caution! Check the connection between cannula and tubing set regularly. In absence of more details, a probable root cause of the reported decannulation cannot be determined. Further, without further information regarding the event, possible root causes cannot be proposed. Based on the investigation results, complaint could be confirmed however product related influences are unlikely. Besides, the lot number of the affected hls cannulae was not provided by customer. However, the following batch numbers were found via sap that are sold to chu bordeaux - hopital pellegrin within the shelf life: 3000434622, 3000432796, 3000427010, 3000423314, 3000414511, 3000404875, 3000401849, 3000367020, 3000353387, 3000332654, 3000304537. The production history records (DHR) of the affected be-pvl 2155#be-hls cannula 21f vl with the above lot #s were reviewed on 2025-01-29. According to the DHR result, the product be-pvl 2155#be-hls cannula 21f vl passed the defined manufacturing and final release specifications. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).